Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported when you plug it in, it is just a black screen, not getting any image at all. The issue occurred during investigation for use involving an olympus camera head. There was no patient involvement.